Manufacturer narrative:
The reported event ¿the guidewire failed to be removed¿ was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The stylet was inserted and removed smoothly from the lead with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Hold for rw 1.17. Related manufacturer reference number: (B)(4). It was reported that the patient presented for an implant procedure. It was noted that the guidewire failed to be removed from the low voltage lead due the blood stains in the lead. The leads were not used and replaced during procedure. The patient was stable.